Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation two electronic photos were provided and reviewed. The first photo shows the labelling information which verifies/matches with the tw details. The second photo shows an ultraclip dual trigger in a package. Based on the photo review, the reported break cannot be confirmed. Therefore, the investigation is inconclusive for the reported break as the device shown in photo was not clearly visible as the break was not able to be identified. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast tissue marker placement procedure, the tip of the clip was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast tissue marker placement procedure, the tip of the clip was broken. There was no reported patient injury.